Manufacturer narrative:
Concomitant medical products: product ID 694965 lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the implantable cardioverter defibrillator (ICD) a remote transmission showed that the right ventricular (rv) lead triggered an impedance alert for high bipolar pacing impedance. In addition, oversensing was noted. It was further reported that an x-ray showed that the lead pin was not fully inserted into the implantable cardioverter defibrillator (ICD) header. The pocket was re-opened and the lead was reinserted. The ICD and lead remain in use. No patient complications have been reported as a result of this event.